Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no issues or damage to the shaft or hypotube of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18mar2020. It was reported that the balloon catheter failed to cross the lesion. The target lesion was located in the right coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon catheter was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a balloon pinhole located approximately 2mm distal to the distal end of the proximal markerband.